Event description:
Subsequent information indicated another high out of range shock impedance was observed. Upon follow up, it was noted that the lead had also displayed low shock impedance measurements. Technical services discussed some trouble shooting options with the local field representative. The physician reprogrammed the shock vector to rv coil to can and will continue to monitor the patient. No adverse patient effects were reported.

Event description:
Boston scientific received information via a latitude red alert that this device and the associated right ventricular (rv) lead displayed high, out of range shock impedances. A request for additional information has been made. No adverse patient effects were reported. The system remains implanted.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.